Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening possibly due to the patient's osteoporosis.

Event description:
In (B)(6) 2015, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient initially had pain relief following the procedure but later had a recurrence of si joint pain. The surgeon determined via x-rays and CT scans that there was lucency around the most caudal implant. The patient has osteoporosis. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the most caudal implant and filled the explant hole with bone graft. He then added an additional implant dorsal to the most cephalad preexisting implant. The status of the patient following the revision surgery is not yet known.